Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Vegetation from an unknown source was noted on the leads on echocardiogram. Antibiotic treatment was necessary and cultures were taken. The complete implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.